Manufacturer narrative:
Device not returned

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to suture tearing during placement and physician could not repair. Another magna valve was implanted with no reported pt complications.